Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on that day was 329 mg/dl with blurred vision and extreme thirst. The reporter noted the patient was treated in an emergency room with insulin via injection, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the patient incorrectly set the pump's delivery settings. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event is was attributed to a device use-error.